Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user experienced hyperglycemia with a confirmatory fingerstick above range reaching a peak of 400 mg/dl. The user performed a full supply change and insulin delivery resumed. No outside medical intervention or hospitalization was required.